Manufacturer narrative:
(B)(4). Date sent: 1/21/2025. Corrected data: h1. Additional information was requested and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? It is believed so. 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? First reload fine, second reload locked out, don¿t think any staples deployed. 3. Were there staples missing from the staple line? Don¿t think any staples were deployed in second firing. 4. If yes, was the staple line complete? N/a. 5. Did the device cut? No, locked out before cutting. 6. If yes, was the cut line complete? N/a. 7. If yes, was there any issue with the cut line n/a. 8. Could you please clarify if there were any patient consequences? None. 9. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? None. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 01/09/25 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Did the device lock-out (no staples deployed and no cut line started)? 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 3. Were there staples missing from the staple line? 4. If yes, was the staple line complete? 5. Did the device cut? 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line 8. Could you please clarify if there were any patient consequences? 9. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure, the first staples fired and removed with no issues. However, it was noted that there was a small corner of bowel still attached; and therefore, a reload from the same batch was inserted. Flex inserted through the port; jaws reopened and placed in position on the bowel. However, these staples did not deploy. Opening of the jaws of the echelon was attempted to no avail. The manual override was used, this did nothing. Then after a bit of fiddling, the jaws finally opened. The remaining bowel was removed using an endo gia with 45mm reload. Bowel checked fully with no damage noted. The operative procedure was completed with no further issues. There was no patient consequence nor surgical delay reported. Additional information requested.